Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump middle button was hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Custom,ER's parent reported that the buttons were responding and the issue continued after battery change. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is june 26, 2018.